Event description:
The ge oec 9800 fluoroscopy system had worn or loose brakes with the flip/flop lock and 'c' rotational brake.

Manufacturer narrative:
A ge oec service rep investigated and found a loose flip-flop lock that was adjusted as well as the orbital brake pad that was worn. The orbital brake was temporarily adjusted and then replaced with a new brake pad. The system was released to the customer functioning as intended. There was no negative pt effect because of this issue and no pt info available with respect to this incident. The system was released to the customer for use.